Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte-n autoguard needle was slow to retract. The following information was provided by the initial reporter: IV needle and catheter was placed in (B)(6). When button was pressed to retract needle, needle did not retract. Had to manipulate needle to remove it while trying to keep IV catheter in place, which caused IV catheter to dislodge and vein was no longer able to be flushed. Tried a second IV in (B)(6) and had the same issue but was able to hold IV catheter in place while removing needle. Needles did eventually retract once they were partially removed from catheter and pulled out a bit.